Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to corroded keypad traces. Device had cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and crack on the screen. The customer¿s blood glucose was 222 mg/dl. Customer stated when she pushes a button it says check blood glucose. Troubleshooting was performed for keypad anomaly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. The insulin pump will be returned for analysis.